Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device's adapter had poor connection. The issue was found in reprocessing. The diagnostic endoscopy procedure was completed using the same set of equipment and the video system center. There were no reports of patient harm.

Event description:
It was reported, the subject device's adapter had poor connection. The issue was found in reprocessing. The diagnostic endoscopy procedure was completed using the same set of equipment and the video system center. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation . The phenomenon was reproduced when the equipment was inspected by the repair department, and it was confirmed that the adapter was corroded and deformed. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** precautions against frozen or lost endoscopic images warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.